Manufacturer narrative:
This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿left side capsular contracture, baker grade iii¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, deformation, brown particles and crease folding. Bubbles and voids were observed in the gel after autoclave cycle. Based on the device analysis the final assessment is that no issues found related with the manufacturing process.

Event description:
Healthcare professional reported ¿left side capsular contracture, baker grade iii¿. The device has been explanted.